Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was leakage of the trocar. The surgeon used 1000l of co2 with an audible leakage directly after the connection of the insufflators. The leakage also occurred when inserting 5mm instrument into the trocar. The device was discarded.